Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and reviewed by mitek complaints and npd engineers. 2 of the 3 returned inserters had a bent distal tip. We cannot determine at what point the inserters were bent. Since the anchors and sutures were unavailable for investigation, this complaint cannot be confirmed. From past investigations of similar failure modes, anchor breakage during insertion has been identified as the root cause. However, the anchor was not reported broken in this case.three samples from the same lot as the complaint product and three samples from a different lot were inspected for any structural or functional anomalies and found to be in conformance to specifications. Assembly of suture into the mouth of the anchor is inspected after product assembly per the (B)(4) criteria. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for this failure based on the events described. In conclusion, this failure is not systemic to product design and are rarely experienced in the field. Based on the successful history of this product, and the assembly inspection that is in place, no further actions are warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that the surgeon had trouble with three lupine br dual suture anchors with the same lot number in a labral repair procedure. After the 1st anchor was inserted into the glenoid, the inserter was removed and the sutures pulled right off of the anchor. The surgeon placed a 2nd anchor beside the 1st anchor and again the sutures pulled right off of the anchor as the inserter was removed. Due to the loop being there, the surgeon was able to feed orthocord suture on one of the anchors to use it in the repair. The surgeon inserted a third anchor and while tying knots the purple suture broke. The surgeon completed the procedure with no patient consequences. The sales rep stated the procedure was extended 15 minutes due to the problems with the complaint devices. Please see also medwatch report 1221934-2018-51225